Event description:
It was reported that the 4.0x18 mm xience xpedition balloon deflation is somewhat slower when compared to another device. However, the deflation time was acceptable. No adverse patient effects or clinically significant delay in the procedure were reported.

Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. Date implanted have been estimated.